Event description:
The patient was undergoing a coil embolization procedure in the right renal artery using pod coils and a non-penumbra microcatheter. During the procedure, the physician successfully placed penumbra coils in the target vessel using the microcatheter. While advancing a pod coil through the microcatheter and into the target location with approximately one centimeter of the pod coil in the microcatheter, the physician experienced resistance and the pod coil became stuck within the microcatheter. Therefore, the physician decided to remove the pod coil. Upon retraction, the pod coil unintentionally detached in the right renal artery. Therefore, the physician used a snare device to successfully remove the detached pod coil. Next, the physician advanced a new pod coil through the microcatheter and into the target location; however, the same issue occurred, and the pod coil became stuck within the microcatheter. Therefore, the physician decided to remove the pod coil. Upon retraction, the pod coil unintentionally detached in the aorta. Therefore, the physician used a snare device to successfully remove the detached pod coil. The procedure was completed using another pod coil and a new microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2022-00001.